Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 implantable pacing lead 2011-(B)(6); 429688 implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that the device was implanted after the use before date (expiration date). The device remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No patient complications were reported as a result of this event.